Event description:
A report was received that the patient had pain at the midline site. Malfunction of the neurostimulation system was suspected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had pain at the midline site. Malfunction of the neurostimulation system was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the there was no discomfort at the midline site. It was also reported that the lead had migrated which was confirmed by fluoroscopy and there was no issue with the device.